Manufacturer narrative:
During service, the loaner autopulse platform (sn (B)(6) failed functional testing due to fault 24 (timeout moving to home position). The root cause of the observed failure was a defective drivetrain and was replaced to address the fault code. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During service, the loaner autopulse platform (sn (B)(6) failed functional testing due to fault 24 (timeout moving to home position). No patient involvement.